Manufacturer narrative:
Result of investigation: the vela main pcba was received at the vyaire medical facility. The service technician verified the reported problem. There were no visible defects, damage or contamination. Attempted to confirm reported problem "xducr faults". Component was installed in known good vela unit. Ventilator was powered in ventilate where unit did not ventilate and alarm the following: motor fault, apnea interval, high peep, hih pip and low ve. The reported complaint was confirmed through the events log and duplicated during functional check. (B)(4) has failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The technical support has requested the customer to return the suspect device to the fa-lab facility for repair and further investigation. At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator was alarming constant transducer xdcr fault. The customer claimed that the problem is the main pcb. There is no patient involvement in this event.